Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving three separate products; associated mdrs #: 2937457-2014-00179; 00150, 1225714-2014-00243; 00244; 00245; and 00246.

Event description:
The plaintiff's attorn alleged that the decedent experienced a coma event on (B)(6) 2013 and subsequently expired on (B)(6) 2013, after the use of the product.